Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm, the blue suture didn't supply tension to the heartstring umbrella. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. The delivery device was returned without the loading device. The tension spring assembly and seal were returned outside the delivery device. The seal was completely unraveled. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. Blood was visible in the delivery device and seal indicating that there was attempt to deploy the device into the aorta. Based on the received condition of the device we were not able to measure the delivery tube dimensions. The reported complaint "failure to deploy" was confirmed. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal complaint number trackwise #(B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).